Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose was 22 mg/dl. The customer stated that paramedics were called due to low blood glucose. The customer reported that they administered IV glucose and she recovered. The customer is ok now and doesn't want a follow up.